Event description:
On (B)(6) 2026, a patient underwent a lariat left atrial appendage (laa) closure procedure with limited visualization due to inadequate contrast imaging. Multiple deployment attempts were made with two lariat devices. Following apparent laa closure, suture deployment and tightening were performed; however, the suture disengaged during device withdrawal. Imaging showed laa reopening and pericardial effusion requiring drainage. The patient deteriorated, requiring CPR, emergent cardiothoracic surgery, ECMO support, and surgical laa repair with suture and atriclip placement. While direct cause or contribution by the device was not confirmed, it cannot be ruled out; therefore, this event is being reported per part 803.

Manufacturer narrative:
The device was not returned for evaluation. However, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.